Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
UDI not available for this system. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that pre-operatively, the system was not starting up; it got stuck on the first screen during booting. The system was picked up from the site and sent to technical services (ts) for troubleshooting. Ts inspected the system and suspected that the cause of the issue was the computer as it was not working properly. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer had power but did not boot up. The screen was blank. The computer was replaced. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.